Event description:
The patient reported a gradual loss or change of therapy. She had to wear a diaper again since 2015, one year ago. In (B)(6) 2016, one month ago, she went to her doctor for a urinary tract infection (uti) and because she suspected something was wrong with the device, so the doctor reset the programming. The patient then had an increase in bladder leakage since (B)(6) 2016 that was gradually getting worse. She tried to connect with the programmer on (B)(6) 2016, but only saw the poor communication screen and she was up three times to change her panties. She was not feeling stimulation and therapy was not on. The patient intended to contact her doctor's office do see who they were referring her to and have her battery tested. The patient's indication(s) for use were urinary dysfunction and sacral nerve stimulation.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and it was reported that the onset of the uti was (B)(6) 2016. The cause and relation to the device/therapy remains unknown. The patient reported that she was on antibiotics and was currently on IV antibiotics for 2 weeks. The cause of increase in bladder leakage since (B)(6) 2016 and lack of stimulation remains unknown. The patient also reported that their battery was dead and will be replaced on 2016-11-01.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.